Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unclear if the reported event is due to procedural complications, the patient's underlying condition, patient resistance to medication, or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that one day after a right transcarotid artery revascularization (tcar) procedure, the patient experienced numbness on their left hand. Imaging revealed a small embolic stroke and no evidence of thrombus were observed. Additionally, the patient had a preexisting condition of atrial fibrillation, which could have contributed to the event by providing an alternative source for emboli. Anti-coagulants were discontinued after the procedure. At this time, it is unclear if the reported event is due to procedural complications, the patient's underlying condition, patient resistance to medication, or a silk road medical device, hence it will be reported out of an abundance of caution.